Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited atrial fibrillation (af) undersensing with inappropriate right atrial (ra) lead pacing. It was noted that this was a new onset of af. The inappropriate atrial pacing resulted in right ventricular (rv) lead undersensing with subsequent inappropriate rv pacing and intermittent left ventricular (lv) lead pacing inhibition. Technical services (ts) reviewed programming options, which the clinician planned to discuss with the physician. This crt-d system remains in service. No adverse patient effects were reported. According to additional information, there was atrial far-field oversensing that was causing false positive atrial tachy response (atr) episodes. Ts suggested reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited atrial fibrillation (af) undersensing with inappropriate right atrial (ra) lead pacing. It was noted that this was a new onset of af. The inappropriate atrial pacing resulted in right ventricular (rv) lead undersensing with subsequent inappropriate rv pacing and intermittent left ventricular (lv) lead pacing inhibition. Technical services (ts) reviewed programming options, which the clinician planned to discuss with the physician. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.